Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the luer connector of the ilet cartridge adapter broke off while the user removed the ilet from a pocket, and the user employed pliers to extract the cartridge before changing supplies; blood glucose at the time was reported as 169 mg/dl with insulin delivery subsequently resumed. Symptoms included no injury and no adverse clinical effects. Outcomes included no interruption in therapy after the supply change and no need for medical care. Investigation included user interview, patient/caregiver troubleshooting and education, and receipt and inspection of the returned device. Investigation of this case revealed a cracked or broken connector on the cartridge adapter, with normal pump alarms not reported during the event. It was concluded that the event was related to a component break of the cartridge adapter, with user guidance provided and replacement supplies issued.